Event description:
Swan-ganz balloon catheter noted with back blood flow after trying to wedge but unable to wedge, catheter clamped pa (pulmonary artery) pressure unchanged vs. Unchanged. No untoward reaction noted from the patient. Doctor made aware and said to keep the swan in and keep the balloon port clamped.